Event description:
The patient had a spinal cord stimulation system implanted for upper extremity and occipital neurolgia-type neck pain. The electrode wire eroded through the posterior neck and because of the contamination necessitated admission for removal of the electrode system. The patient has probable sensitivity to the implant insulating covering but the normal temperature, lack of drainage, tenderness and redness does not support an active infection at this time. The device was explanted in 2002 but not returned to the manufacture for analysis. The patient has had two prior events involving eroded and cervical wiring and has had the wound debrided and closed. The patient was on IV antibiotics and then on oral antibiotics. The wound appeared to be healing well when the wire suddenly eroded through the posterior skin of the neck.